Event description:
It was reported that the wake button has been persistently extremely difficult to press and required on multiple occasions multiple presses to turn on the pump screen. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus and manual injection. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.